Manufacturer narrative:
H3: product ID m995402a001 serial# (B)(6) was returned but not analyzed as the device went missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) said they went to charge their implanted neurostimulator today and when they did nothing came on the controller screen so they plugged the controller into the ac power supply they got no device found. Pt had the controller plugged into the ac during the call and it was recharging with a green flashing light, the screen read that it could not recharge the ins for the controller battery was too low and to recharge controller. Pt was also getting no device found on the controller. Patient mentioned that they had been in the hospital due to problems with their left food and had not used the device for a long time. It was also noted that the other controller was showing no device found but did not have a green flashing light when plugged into the ac power supply even though the ac had a green light. During the call the pt verified no damage to the controller port, controller battery compartment, or to the controller battery. Caller removed the controller battery and plugged the controller into the ac power supply, caller verified the controller turned on. Caller put the battery back into the controller and verified the controller was not charging. Pt took the battery from the other controller and inserted it into controller; pt attempted to recharge controller with other battery and the controller was flashing green. Pt noted their controller showed the date january 1st 2021, agent reviewed they could call back with controller and ins charged to change date. The issue was not resolved through troubleshooting. An email was sent to repair for a controller battery. Pt called back stating they received a device and the screen was cracked 'like crazy'. Reviewed only battery pack was ordered. Reviewed pt received a dummy unit. Reviewed to take the battery out of dummy unit and insert it in their controller. Pt understood. Pt could not locate the battery pack on the call to try if it resolved the issue. Pt will keep looking and will try using the new battery in their controller.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial: (B)(6); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.